Manufacturer narrative:
It was reported leakage was found at the needle hub. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield connected to a syringe with solution. During expulsion, the solution comes out from the needle tip and also from one side of the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305107, lot 0051116. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that bd single lumen needle was leaking. The following information was received by the initial reporter with the verbatim: leakage was found at needle hub.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported leakage was found at the needle hub. To aid in the investigation, five samples in sealed packaging blisters and one video was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Each sample was connected to syringe with saline solution and no leakage, or any other issue was detected. The video shows a needle assembly with no plastic shield connected to a syringe with solution. During expulsion, the solution comes out from the needle tip and also from one side of the needle hub. A device history record review was completed for provided material number 305107, lot 0051116. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without a defective sample analysis, a probable root cause could not be offered.

Event description:
Pr (B)(4) additional information: leakage was found at needle hub; confirmed 20 units has leakage.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd single lumen needle was leaking. The following information was received by the initial reporter with the verbatim: leakage was found at needle hub.